Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.75x28mm and 3.0x23mm xience xpedition stents were implanted in the mid right coronary artery (rca) lesion. On (B)(6) 2015 the patient experienced chest stuffiness and pain. The patient was hospitalized and medication was provided. Following, the patient was in better condition. On (B)(6) 2015 the patient was discharged from the hospital. There was no additional information provided.